Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was recovering well postoperatively. The explanted ipg will not be returned per hospital policy.